Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the pump settings showed that the insulin on board (iob) feature was active and set to three hours. During testing the pump was exercised for 24 hours with no issues occurring. An ezbg bolus and an ezcarb bolus were manually calculated and the pump correctly calculated the same amount of units. The pump¿s bolus calculation featured was found to be functioning properly. The history/settings issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump was calculating the correct "dose", but would display a lower amount before administering. It is unknown whether the insulin on board (iob) feature was active. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.